Manufacturer narrative:
Device is expected for evaluation, but has not yet been returned. A follow up report will be submitted upon completion of the evaluation.

Event description:
Customer reports that during a right knee arthroscopy, the pump began to alarm "pressure fault". The circulating nurse stopped the pump and reviewed the troubleshooting procedure. Fluid was adequate. The nurse took the suction tubing off from the canister and tried to restart the pump. The pump spun very fast and again stated "pressure fault". The nurse reconnected the suction and all tubing clamps were checked. The pump was restarted and again it was spinning really fast, so the pump was stopped again. At this point, the surgeon stated the patient's thigh was very hard, and he was having difficulty bending the knee. The scope was removed from the knee and the tourniquet was released. Pressure was applied to the patient to attempt to reduce swelling. A new pump was setup with the same tubing and after one minute the same ''pressure fault'' occurred, however, the scope was not in the knee. The tubing was then changed and the pump was restarted. Everything worked correctly and the case was completed. Original tubing was discarded. Further communication with customer indicates the swelling resolved naturally and the patient was discharged home the same day. This device is used for treatment.